Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas alleging a power (intermittent power) issue. It was reported that sometimes the patient's pump would beep and then shut off. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 13-nov-2018 with the following findings: during investigation, there were no power interruptions observed in the black box download. The black box contains dates from (B)(6) 2018 to (B)(6) 2018. Black box data for power issue reported on (B)(6) 2018 have been overwritten. There was no damage found to battery cap. Battery cap attaches securely to pump. No power issues occurred during testing. Pump opened, and no damage found to power circuit. The battery cap contact height found within specification.